Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 12/11/2015, to report that on (B)(6) 2015, the patient's reciever was overheating. No additional event or patient information is available.